Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a st segment elevation. During a pulsed field ablation (pfa) procedure a farawave catheter was selected for use. After ablating the pulmonary veins and the superior vena cava (svc), the physician went to ablate the cavotricuspid isthmus (cti). Before ablation, 3mg of nitroglycerin were given to the patient. Ablation on the cti line was completed and when exchanging the catheter for a remap, it was observed a st segment elevation occurred. The coronaries were shot with contrast and in that time the st elevation started to solve on it's own. No additional interventions were required. The device will not be returned for analysis. Procedure completed successfully and patient discharged.